Manufacturer narrative:
Investigation summary: a full root cause analysis could not be conducted with the available information and is closed without a conclusion. If samples and batch number are made available the investigation will be re-opened. Based on no sample, bdm-ps was not able to confirm the symptom perceived by the customer.

Event description:
It was reported that unspecified bd¿ ultrasafe misfired. This was discovered before use. The following information was provided by the initial reporter: device misfired during injection and safety retraction activated.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ ultrasafe misfired. This was discovered before use. The following information was provided by the initial reporter: device misfired during injection and safety retraction activated.